Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that for a couple weeks now their recharging equipment hadn't been working. Pt said they would get caught in the connecting screens circling around when trying to start recharging, or if they could connect and see the recharging screen they would either not stay recharging or will look after a while and the controller will look like it is recharging but the implant wouldn't have charged up. Pt said they had been charging for an hour now but the implant battery hadn't increased. Pt also did not see any damage to recharger (rtm) cord, but said the rtm box wasn't warm when usually it would be. Pt said they had tried troubleshooting with the manufacturer representative (rep) and tried resetting controller already. Pt mentioned this weekend charging didn't work at all so their pain was starting to come back. An email was sent to the repair department to replace the rtm. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller states patient was charging and the remote just went black and pulled battery out and nothing is working at all still. Caller states the patient is in a lot of pain. Advised to reset controller and plug to wall without battery and still wouldn't power up with batteries, the battery pack, or plugged in. The issue was not resolved through troubleshooting. The patient was sent a replacement controller.